Manufacturer narrative:
Imdrf code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an x-tack was used during an emr procedure performed on (b/)(6) 2024. During preparation of the device physician cut and removed the scope liner funnel. While advancing the 4th x-tack through the scope, a piece of coiled plastic from the scope appeared when the tack came out of the distal end of the scope. All coiled plastic pieces were removed with biopsy forceps and rat tooth forceps. The 4th tack was removed, and the 3 initial x-tacks were cinched. The procedure was completed using clips. Altering of the device, cutting the scope liner funnel, allowed damage to the working channel of the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f23 captures the reportable event of unexpected medical intervention. Imdrf code a1702 captures the reportable event of device interaction with another device. Evaluation results: the device was not returned for analysis. All compiled information on this investigation determines that the most probable cause is: failure to follow instructions. A labeling review was performed using the instructions for use (IFU). The found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that the protective sheath was removed before it was pass down the scope, however the IFU states that insert device with scope liner into the working channel of the scope. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Evaluation conclusion: based on the information provided, the protective sheath was removed before it was pass down the scope. Therefore, the event most probable cause is failure to follow instructions because the problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that an x-tack was used during an emr procedure performed on (B)(6) 2024. During preparation of the device physician cut and removed the scope liner funnel. While advancing the 4th x-tack through the scope, a piece of coiled plastic from the scope appeared when the tack came out of the distal end of the scope. All coiled plastic pieces were removed with biopsy forceps and rat tooth forceps. The 4th tack was removed, and the 3 initial x-tacks were cinched. The procedure was completed using clips. Altering of the device, cutting the scope liner funnel, caused the damage to the working channel of the scope. There were no patient complications reported as a result of this event.